Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. An external visual inspection was performed and passed. Voltage testing was performed, and the device had no voltage. The share log data was not available. The transmitter was milled, and voltage was applied. A pairing test was performed and failed. A bin file review was performed and passed. The reported event of transmitter failed error was confirmed. The probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that the display device showed a transmitter failed error on (B)(6) 2018. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation. No additional patient or event information is available.